Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI), which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode. Information received indicates that the MRI strength used was incompatible with the device. The ICD was successfully restored to nominal settings. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.